Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S.w version 4.11c. Retainer ring = black. Case type = ngp. Customer returned pump for alleged exposure to magnetic field or MRI, blank display and was hospitalized for low bgs found on (B)(6) 2022 (per ss event date). However, the customer's note stated that the customer returned pump for alleged exposure to magnetic field or MRI, blank display and was hospitalized for low bgs found on 17-dec-2022. On (B)(4), svn#: 000315120216 - customer returned pump for alleged blank display, cosmetic damage located at the reservoir compartment and low bgs found on 19-dec-2022. On (B)(4). , svn#: 000315117785 - customer returned pump for alleged possible over delivery and low bgs found on 17-dec-2022. On (B)(4), svn#: 000315105309 - customer returned pump for alleged blank display found on 16-dec-2022. And on (B)(4), svn# 000315107918 - customer returned pump for alleged low bgs found on 16-dec-2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Unable to verify original reservoir stuck in the reservoir compartment due to pump was received without the original reservoir. The pump was monitored for several hours with a test reservoir and the test reservoir removes properly from the reservoir compartment. The pump was monitored for several hours and no blank display noted. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file for the event dates of 10-nov-2022 and 17-dec-2022. In further full review of the pump history/traces on the event date of 17-dec-2022, there is no unexpected alarms/suspends and found manual bolus delivery of daily total of bolus insulin delivered = 9.1 u. 12/17/2022 19:10:08.000 normal bolus delivered. Normal bolus amount programmed = 9.1. Bolus amount delivered = 9.1. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event dates of 10-nov-2022, 17-dec-2022 and 19-dec-2022. However, low battery alert was recorded and found in the formatted history file on: 12/15/2022 19:20:00.000. Replace battery alert was recorded and found in the formatted history file on: 12/16/2022 04:51:00.000, 12/16/2022 05:01:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 12/16/2022 05:22:00.000, 12/16/2022 05:32:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 12/16/2022 05:33:03.000. Power loss alarm was recorded and found in the formatted history file on: 12/16/2022 05:33:30.000, 12/16/2022 05:33:40.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Exposure to magnetic field or MRI was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b3 section.

Event description:
It was reported via phone call that the customer was hospitalized due to hypoglycemia.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experienced low blood glucose level and reported a blank display. The customer was hospitalized and stated no symptoms. Troubleshooting was performed successfully and the blank display issue was resolved by inserting the new battery and restarting the pump. The customer is using the insulin pump system within 48 hours of the reported low blood glucose event. The pump was exposed to a high magnetic environment. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will be returned for analysis.